Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, a partial lead was returned in one piece measuring 49.9 cm. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil was found at 34.0 ¿ 34.9 cm from the connector pin. The cause of the external insulation abrasion is consistent with friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.